Event description:
It was reported that in an initial surgery of (B)(6) 2011, patient had a right shoulder labral repair and paralabral cyst. Surgery completed without any complication. On (B)(6) 2012, patient had pain in his shoulder and x-ray showed the implant had broken, and appears to be abrading on the humeral surface. A gentle debridement was performed. Broken anchor was removed, joint was flushed and no other fragments were seen. Glenohumeral ligaments were intact. No additional implants were necessary.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and/or impacting the driver before the laser line is flush with the surface of the pilot hole. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.